Manufacturer narrative:
Based on the information provided, no conclusion can be made. The subject device has been returned for evaluation. When the sample evaluation is completed, a supplemental emdr will be submitted to document the results. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." This MDR represents the sorbafix enhanced (device #2). An additional emdr was submitted to represent the sorbafix enhanced (device #1).

Event description:
As reported, during an intraperitoneal onlay mesh laparoscopic ventral hernia repair procedure on (B)(6) 2022, the bard/davol sorbafix fixation (device #1) successfully fixated the ventralight st mesh with 5 to 6 fasteners, after that the device stopped to deploy the fasteners and deployed a loose fastener which was removed from patient¿s body. As reported, a second sorbafix fixation device (device #2) was used which fixated the mesh with 6 to 8 fasteners after that same issue was occurred. As reported, the second device (device #2) deployed one loose fastener and was removed from patient¿s body. It was reported that another capsure device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. The subject device has been returned for evaluation. When the sample evaluation is completed, a supplemental emdr will be submitted to document the results. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds the device was temperature exposed. Condition of the fasteners color variation and deformation indicates the product has seen exposure to reconditioning/re-sterilization, or decontamination prior to return. The condition found is not consistent with what is generally seen from only exposure to high temperature. The performance issues reported are consistent with use of temperature exposed device. No manufacturing anomalies were found. This supplemental MDR represents the sorbafix enhanced (device #2). An additional supplemental emdr was submitted to represent the sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an intraperitoneal onlay mesh laparoscopic ventral hernia repair procedure on (B)(6) 2022, the bard/davol sorbafix fixation (device #1) successfully fixated the ventralight st mesh with 5 to 6 fasteners, after that the device stopped to deploy the fasteners and deployed a loose fastener which was removed from patient¿s body. As reported, a second sorbafix fixation device (device #2) was used which fixated the mesh with 6 to 8 fasteners after that same issue was occurred. As reported, the second device (device #2) deployed one loose fastener and was removed from patient¿s body. It was reported that another capsure device was used to complete the procedure. There was no reported patient injury.